Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of march 1, 2022, was chosen as a best estimate based on the date the device was implanted. Block e1: this event was reported by the patient's legal representation. The implanting and repair surgeons are: (B)(6). The explanting surgeon is: dr. (B)(6), (B)(6) hospital, (B)(6). Block h6: the imdrf patient codes capture the reportable events of: e2006 - captures the reportable event of mesh erosion into the vaginal and surrounding tissues of the patient. E2330 - captures the reportable event of chronic abdominal and pelvic pain. E1405 - captures the reportable event of dyspareunia. E1906 - captures the reportable event of recurring infection. E1715 - captures the reportable event of vaginal scarring. E2326 - captures the reportable event of inflammation. E2308 - captures the reportable event of disfigurement. E2401 - captures the reportable event of patient has sustained severe and debilitating injuries, mental and physical pain and suffering. The imdrf impact code capture the reportable events of: f1905 - captures the reportable event of multiple revision surgeries. F1903 - captures the reportable event of excision surgery.

Event description:
It was reported that the patient had an obtryx ii system - curved implanted during a procedure and subsequently experienced multiple complications. These included dyspareunia, chronic abdominal and pelvic pain, erosion of the implanted mesh into the vaginal and surrounding tissues, recurrent infections, recurrence of urinary incontinence, vaginal scarring, and inflammation. As a result, the patient underwent a series of surgical interventions. On (B)(6) 2022, she had her first surgery to repair the erosion of the mesh into her vagina. This was followed by a second surgery on (B)(6) 2022, for further mesh erosion repair. On (B)(6) 2023, she underwent a third surgery to address continued mesh erosion and to attempt to alleviate chronic right-sided thigh and groin pain. Most recently, on (B)(6) 2023, the patient underwent a fourth mesh excision surgery. Additionally, the patient claims that she may have to undergo additional surgery, and may in the future suffer, damages such as, significant pain, severe and debilitating injuries, serious bodily injury, mental and physical pain and suffering, medical expenses due to the implantation of the device.

Manufacturer narrative:
Block h11: blocks a2 (date of birth and age), b2, b5, b7, h2, and h6 have been updated based on the additional information received on october 16, 2025. Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2022, was chosen as a best estimate based on the date the device was implanted. Block e1: this event was reported by the patient's legal representation. The implanting and repair surgeons are: (B)(6) . The explanting surgeon is: (B)(6). Block h6: the imdrf patient codes capture the reportable events of: e2006 - mesh erosion into the vaginal and surrounding tissues of the patient. E2330 - chronic abdominal and pelvic pain. E1405 - dyspareunia. E1906 - recurring infection. E1715 - vaginal scarring. E2326 - inflammation. E2308 - disfigurement. E2401 - patient has sustained severe and debilitating injuries, mental and physical pain and suffering. The imdrf impact code capture the reportable events of: f1905 - multiple revision surgeries. F1903 - excision surgery.

Event description:
It was reported that the patient had an obtryx ii system-curved implanted during a procedure and subsequently experienced multiple complications. These included dyspareunia, chronic abdominal and pelvic pain, erosion of the implanted mesh into the vaginal and surrounding tissues, recurrent infections, recurrence of urinary incontinence, vaginal scarring, and inflammation. As a result, the patient underwent a series of surgical interventions. Additionally, the patient claims that she may have to undergo additional surgery, and may in the future suffer, damages such as, significant pain, severe and debilitating injuries, serious bodily injury, mental and physical pain and suffering, medical expenses due to the implantation of the device. On (B)(6) 2022, the patient was diagnosed with mesh erosion. She underwent repair of vaginal mesh erosion, cystoscopy, and insertion temporary inndwelling bladder catheter. During the procedure, a 2-3 mm vaginal mesh exposure was identified. A 17 fr cystoscope was carefully introduced into the bladder, and panendoscopy was performed, revealing no lesions or tumors. Both ureteral orifices were visualized in their normal anatomic positions along the trigonal ridge. The urethra was inspected, and no exposed mesh was observed. A foley catheter was placed to ensure continuous bladder drainage. A weighted speculum and lone star retractor were utilized for vaginal exposure, and ray-tec sponges were inserted to aid visualization. A 16 fr foley catheter was then reinserted and maintained for bladder drainage throughout the procedure. Examination of the vaginal mucosa revealed several 3-4 mm horizontal strands of blue mesh visible in the midline. An incision was made over the exposed area, and the vaginal mucosa was dissected from the mesh both proximally and distally. The mesh retracted into the wound without tension. The surrounding mucosa was mobilized to provide adequate redundancy to cover the mesh with healthy mucosa and was closed with 3-0 vicryl sutures in a figure-of-eight fashion. The foley catheter was removed at the conclusion of the case. The procedure was completed without complications, and the patient was awakened and transferred to the recovery room in stable condition on (B)(6) 2022, the patient was diagnosed with mesh exposure, pain, and bothersome hymenal remnant and underwent mesh excision. During the same procedure, cystoscopy and hymen remnant removal were performed. During the procedure, a foley catheter was inserted for continuous bladder drainage. Vaginal mesh excision was initiated by infiltrating the area with lidocaine and epinephrine, followed by a full-thickness vaginal incision around the mesh. The mesh was grasped, and meticulous sharp dissection was performed using traction and counter-traction to separate the incorporated mesh from surrounding tissues. Due to extensive scarring, the proximal urethra and bladder neck required re-mobilization through dedicated dissection. The bladder, urethra, and vagina were carefully freed from the mesh while ensuring the scissors remained on the mesh surface, and no injury to the bladder or urethra occurred at any time. The mesh was transected laterally at the obturator internus muscle to avoid leaving material near the midline. Hemostasis was maintained throughout. The bladder was filled with approximately 250 cc of methylene-blue-dyed cystoscopy fluid, and the catheter was withdrawn while observing the surgical field. No leakage of dye was seen, and a ray-tec sponge remained free of blue staining when withdrawn alongside the foley a second time. After irrigation, the vaginal epithelium was freshened to healthy bleeding edges and closed. A final urethrocystoscopy was performed confirming no suture material or injury and normal efflux from both ureteral orifices. The bladder was then drained via straight catheterization. Examination of the introitus revealed a large hymenal remnant at the 5 o'clock position, which the patient requested to have removed. Local anesthetic with epinephrine was injected, and the remnant was sharply excised. After irrigation, the epithelial defect was closed, and the site remained hemostatic. The patient tolerated the procedure well and was transported to the post-anesthesia care unit (pacu) in stable condition with plans for same-day discharge and follow-up in four weeks for routine postoperative evaluation. On (B)(6) 2023, the patient, with a history of transobturator tape (tot) placement and subsequent mesh exposure, was diagnosed with right thigh and groin pain. She continued to experience severe right-sided thigh and groin pain, leading to chronic narcotic use. She had undergone multiple prior surgeries for exposed mesh and pain, and outside records documented removal of the vaginal portion of mesh to the obturator internus. Despite these interventions, she continued to have significant right thigh and groin pain and presented for surgical management after failing conservative treatment. The alternatives, risks, and benefits were reviewed in detail. Intraoperative findings revealed removal of a 4 cm segment of mesh from the right thigh, with all mesh successfully excised. The surgical field was completely hemostatic, and primary closure was achieved. During the procedure, a 16-french foley catheter was inserted for bladder drainage. Marcaine was administered for local anesthesia along an 8 cm right groin incision made 2 cm lateral to the groin crease and bone, beginning at the level of the clitoral hood. After the skin incision, careful inspection did not reveal visible mesh. Electrocautery was used to dissect down to the gracilis muscle, which was transected, exposing a small mesh fiber that was removed. Using this location as a guide, blunt dissection was carried out behind the adductor brevis muscle, where the mesh was easily palpable. A portion of the adductor brevis was isolated and transected to gain access. The tip of the mesh was then identified and dissected bluntly and sharply down to the obturator membrane. An anterior vaginal wall incision was made, and blunt and sharp dissection was performed behind the pubic ramus to assess for additional mesh, but none was identified. A right-angle instrument was used to pierce the obturator membrane, and the mesh was grasped; however, it was too stuck to be removed through the vaginal incision. Curved mayo scissors were then used to sharply dissect and free the mesh from the pubic ramus, allowing complete removal. No additional mesh was palpated, and a 4 cm segment was excised from the thigh in total. The vaginal incision was irrigated and closed, with hemostasis confirmed. The left thigh incision was irrigated and found hemostatic; the gracilis and adductor brevis fascia were closed separately, and the skin was closed as well. A vaginal sweep was negative. The patient was cleaned, returned to the supine position, awakened from anesthesia, and transferred to the pacu in stable condition. On (B)(6) 2023, the patient presented with discomfort and irregularity at the vaginal introitus from the 5 to 7 o'clock position, where she reported bothersome scar tissue and requested its removal. She also reported left groin pain. Evaluation confirmed erosion of implanted vaginal mesh into surrounding tissue. She subsequently underwent mesh removal from the left thigh with exploration and excision of affected tissue, along with an extensive vaginoplasty to address the associated scarring and anatomical distortion. During the procedure, a 6 cm left groin incision made 2 cm lateral to the groin crease and bone, beginning at the level of the clitoral hood. After the skin incision, careful inspection did not reveal visible mesh. Electrocautery was used to dissect down to the gracilis muscle, which was transected, though mesh was still not visible at that level. Blunt dissection was then carried out behind the adductor brevis muscle, where the mesh became palpable and was visualized. The tip of the mesh was identified and further dissected bluntly and sharply down to the obturator membrane, where it was freed from the pubic bone. An anterior vaginal wall incision was made, and blunt and sharp dissection behind the pubic ramus revealed no additional mesh. Using a right-angle instrument, the obturator membrane was pierced, the mesh was grasped from that location, delivered through the vaginal incision, and removed completely. No additional mesh was palpated, and a total of 9.5 cm of mesh was excised from the left thigh. The vaginal incision was irrigated and closed, and the vaginal vault was hemostatic on final inspection. The scarred vaginal skin along the posterior vaginal wall from the 5 to 7 o'clock position was then addressed. Lidocaine was used for hydrodissection, and a 2 cm elliptical excision of scarred tissue was performed using metzenbaum scissors. The resulting defect was closed. The left thigh incision was irrigated and found to be hemostatic; the gracilis and adductor brevis fascia were closed separately with figure-of-eight 2-0 vicryl sutures, and the skin was closed with running 4-0 vicryl. A vaginal sweep was negative. The patient was cleaned, returned to the supine position, awakened from anesthesia, and transferred to the pacu in stable condition.